Manufacturer narrative:
The device passed self-test. Visual inspection performed and found rear case and keypad damage. Customer compliant was confirmed while pump is stopped, the fluid continues to flow and that the device sends more then what the rate is. An external check of the mechanism showed that the I/o pins are not opening and closing correctly, which could cause fluid to flow when the pump was stopped. The probable cause is a faulty I/o valves inside the mechanism. Physical abuse on the rear case and keypad. This device was returned back to the customer without repairs.

Manufacturer narrative:
The device has been received. Investigation in not yet complete.

Event description:
The event involved a plum a+ pump that infused at a faster rate than the set volume rate. The nurse hung the IV fluids at 7:15am at a setting rate of 75ml/hr, when she returned to the room at 8:40am, it was noted that 800ml of the IV fluids have already infused. The pump approximately over-delivered 725ml to a patient that had an excessive bile pigments (bilirubin) in the blood and who was waiting for an endoscopic retrograde cholangiopancreatography (ercp) and was kept nothing by mouth (npo) when the event occurred. The customer also reported that when the pump was stopped, the flow continued. The pump was then removed from service, tagged, and sent to biomed. The pump was replaced, and the therapy continued. The event did not prolong the patient¿s hospitalization and no treatment was needed. There was no clinical change of the patient before, during, or after the event. There was patient involvement but no adverse event.